Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for implant procedure, physician noticed venous blood return from the proximal end of the lead. The lead was functioning normally with all the parameters within limit. Physician elected to leave the lead implanted. The patient was stable.